Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lifescan on 10/30/04 and alleged that her test strips were damaged, which led to error 5 messages appearing. The patient attempted several times to test, but was unable to obtain a blood glucose reading. She stated that when she was able to obtain a result on her meter, it was high. The patient stated that after obtaining the high blood glucose result, she ate less and increased her exercise. The patient visited her physician and her blood sugar was tested on the physician's meter. The result on the physician's meter was 20-30 points lower than own meter. Two results of 112 and 108 mg/dl were reported, but it is not known to whom the meter belonged. No treatment was reported while there. The patient stated that the strips were damaged. The patient stated she was using the correct testing technique. Based on the information provided, there is an indication of a test strip malfunction, however, there is no indication of the issue contributing to a serious injury. A replacement meter and testing supplies are being sent to the patient.